Event description:
A 3.0mm x 9mm nc sprinter rx balloon catheter was inserted and inflated in a pt for post-dilatation of a deployed 3.0mm x 12mm driver stent. The stent was dilated correctly per ivus study. Lesion and vessel morphology are unk. The physician removed the nc sprinter balloon from the pt and noticed that the location of distal balloon marker was not normal. The device analysis is pending. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device (ncsp3009x/lot number 0000504228) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results, conclusions: device analysis pending.